Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was moving in the pocket. As a result, surgical intervention occurred to explant the ipg. Further information about the event could not be obtained. The explant date is unknown. The patient also had leads explanted due to migration, documented in related manufacturer reference number: 1627487-2020-01480.